Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm (air in set/line) caused by a use error, patient connected the patient line to the transfer set before priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis. The patient was connected at the time of the alarm. The patient believes they may have been in fill one when alarm went off. The technical service representative explained alarm and the cause. The patient stated that they see air in patient line. The patient connected to the homechoice before priming. The patient did not know to check patient line before connecting. The technical service representative assisted the patient with clearing the alarm and ending therapy. The patient will start over with new bags and new cassette. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.